Manufacturer narrative:
As no further information this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine interrogation, the field representative noted the right ventricular (rv) lead shock impedance measurement to be greater than 200 ohms in triad and rv to ra configurations. Rv to can was 124 ohms and ra to can was 147 ohms. Upon review of the daily measurements, no shock impedance measurement greater than 200 ohms was noted, however there were measurements as high as 120 ohms for this dual coil lead. Boston scientific technical services (ts) discussed the possibility of growth on the proximal coil that was also affecting the distal coil. Ts noted they could consider programming distal to can and perform defibrillation threshold (dft) testing to ensure integrity. The field representative noted that dft testing was performed and a shock impedance value of 110 ohms was seen with the 41 joule shock. The shock test reassured the physician that the lead was fully functional and not compromised. It was noted the shock impedance values were also higher with the previous implanted device the physician believes the higher impedance values to be due to a patient interface issue since all other measurements were normal and stable. The shock vector was reprogrammed from triad to coil to can. Post shock the high voltage impedance measurements were between 110 to 120 ohms. The physician has opted to continue to monitor the patient. The rv lead remains in service and no additional adverse patient effects were reported.